Manufacturer narrative:
Additional information: estimated date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and edema are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented postoperatively with corneal edema associated with elevated intraocular pressure (iop) which resolved subsequently with glaucoma medication (diamox). Reportedly, the surgeon had difficulty implanting the stents due to a narrow angle and intraoperative transient bleeding. The report also noted that the surgeon does not believe the stent was the root cause of the reported event. Additional information is being requested.

Manufacturer narrative:
Additional information: b5, d4-(lot#, exp. Date), g3, g4. Correction: b3, d4-(model#), d6, e1-(facility name). The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up the following additional information was provided. Reportedly, it is believed (but not confirmed) that one (1) stent was implanted from the first injector, and a second stent was implanted from a back-up device. The patient was scheduled for follow-up examination.